Event description:
The facilities nursing staff alleged a pt fell from the bed and the bed exit system was still armed.

Manufacturer narrative:
The hill-rom technician investigated and found the bed scale was not zeroed out for the out of bed mode to work properly. The technician tested the bed and the bed exit would arm and alarm properly. The facility would not release information regarding the impact to the pt or details regarding the pt's fall.